Manufacturer narrative:
The system controller was returned to the manufacturer, and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt called stating that there were no lights, no alarms, and no transfer of info to the power module. The pt heard 2 beeps, but there were no lights and nothing further. The pt and her mother went into the hospital with the suspect system controller and the vad coordinator tried to confirm the alarms and diagnose the malfunction that required a system controller exchange. When the system controller was connected to power (both power leads and each individually), there were no alarms or lights. When only the driveline was connected the alarm would sound, but there were no lights. The vad coordinator exchanged the cell battery without resolution. When the data cable was connected to a power module the system controller was not detected. The vad coordinator confirmed with the pt that there was a green power light and no other lights when the pt called. The alarm was no consecutive beeps and was not followed with any lights or further alarm sounds. When the pt bathed the previous night the green light was on when they exchanged the batteries; however, when she connected to the power module there was no green light and no data on the display module. That is when the pt called the vad coordinator and exchanged the system controller.